Event description:
It was reported to philips that after blood infiltration, the system froze, which can impact geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, which was delayed, but it was completed by restarting the system. The philips field service engineer (fse) inspected the system on-site and found that during the procedure, blood infiltrated the system, causing it to block and shut down. Upon troubleshooting, the fse found blood inside the covers near the x-ray tube. The customer did not use a protective cover, and blood entered the bodyguard cover of the tube. To resolve the issue, the fse cleaned the x-ray tube covers and calibrated the bodyguard sensors. The software backup was also reloaded, and the system was left functional. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.